Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (delivers pulse above upper limit) has not been confirmed. The high energy pulse was unable to be duplicated. Upon investigation the monitor failed to deliver a pulse during detect and treat testing. The cause for the failure was isolated to the defibrillator pca and computer/analog board. High voltage travelled to low voltage circuitry, damaging multiple components on the pcas. Additionally, several components on the defibrillator pca and computer/analog board were shorted. The root cause for the high energy pulse is unknown as the problem was unable to be duplicated. The root cause for the high voltage travelling to low voltage circuitry could not be positively identified. The root cause for the shorted components could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor reported that a monitor delivered a high-energy pulse during functionality testing.